Manufacturer narrative:
Motor error alarmed during basic occlusion test due to faulty force sensor resistor. Unable to perform occlusion, prime/compromised force sensor system, the excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed multiple motor error alarms. Insulin pump was stuck in the rewind sequence. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.